Event description:
It was initially reported that during the initial implant of the patient, the eos projection showed 0 years remaining. The operating room stated that they had introduced the pulse generator into the sterile field and monopolar electrocautery had been used thereafter. The patient was then implanted with a new pulse generator. The unused pulse generator was returned to the manufacturer for analysis, which has yet to be performed.